Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 206 mg/dl, 115 mg/dl and 110 mg/dl when all tests were performed within 10 minutes on the aviva system. Reporter stated she took her normal 1000 mg of metformin and ate dinner after the readings. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.